Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarm occurred. Customer cleared the alarm and resumed insulin therapy on the pump. Customer¿s blood glucose level was 350 mg/dl.